Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot # c1661460 was returned to cirl for evaluation open without its original packaging. This file is linked to (B)(4) (MDR ref: 3001845648-2020-00830), (B)(4) (MDR ref: 3001845648-2020-00831), (B)(4) (MDR ref : 3001845648-2021-00044) to capture user error occurred in this procedure. These files are also linked to another complaint to capture investigation of the negative comment made by the physician   lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06th november 2020.   A kink was observed at the 5th porthole on the tapered end. Ink mark was observed on non-tapered end pigtail which was placed by the physician to assist with the placement . The black pigtail straightener was found to be put on backwards. Whether the black straightener was put on backwards by the user during the procedure or before sending back the device is unknown a 0.035-inch wire guide did not pass the kink.   Document review including IFU review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.   A review of the manufacturing records for zebd-7-10 of lot number c1661460 did not reveal any discrepancies that could have contributed to this complaint issue.   The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1661460   it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿   root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device   it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used with the reported device.   Summary: complaint is confirmed as the failure was verified in the laboratory.   According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.   Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report, the lab evaluation was completed on 06-nov-2020 however the investigation is still on going.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician used the reported zebd-7-10 as usual, but the guide wire did not go through the stent. Then, he checked it and found it was kinked. The second and third zebd-7-10 had the same issue. A stock zebd-7-10, the forth one, was used without a problem. Sales rep's comment: the part of kink is possibly the pig-tailed part. Please indicate where the device was stored prior to use. A stock (4th of zebd-7-10) was used instead. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide2/olympus were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (Unknown). If yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? (Unknown). Was the device at the centre of the complaint inspected for damage prior to use? (Yes). Did the patient involved exhibit altered anatomy or tortuous anatomy? If not with the device in question, how was the procedure finished? A stock (4th of zebd-7-10) was used instead. Was a straightener used to straighten the stent? (Yes). For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? (Unknown). No adverse events to the patient were reported.